Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report that on (B)(6) 2014, patient experienced a hypoglycemic event. Patient stated that after the continuous glucose monitoring (cgm) system updated, patient did not reset his low and high alerts. Wife found patient incoherent and attempted to give patient juice but patient refused. Wife administered glucose tablets to patient and contacted ems. Ems did not take patient to the hospital as patient was coherent by then. At the time of contact with dexcom technical support, no further medical intervention or injuries were reported.

Manufacturer narrative:
(B)(4).